Event description:
The facility's biomed reported an infusion pump with a failure code 812:02. The report was noted during set-up prior to clinical use. The biomed stated that they have no record of any patient incident involving the pump since the last baxter service event. Informaion was requested regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient infomation, tubing product code and lot number in use, but no addtional information was available.